Event description:
Additional information received reported that the patient had decided a revision. She was still getting a significant amount of pain relief from the spinal cord stimulator (scs) system and the doctor told her that he could not guarantee it would be any better if they do a revision, so she had decided to keep what she had.

Event description:
It was reported that there was stimulation in the wrong location. The patient just noticed that stimulation was no longer on the outside of the leg but it was in her inner legs. The issue was not resolved and it was determined to be caused the lead movement. Impedance testing was performed and x-rays showed that the leads had migrated down and more midline. A revision was required and the doctor was getting authorization for the revision. It was noted that the patient was alive with no injury at the time of this report. 9 days later it was reported that the revision had not occurred and it was pending authorization. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).